Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis of a non-bsc stent. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospheres, the balloon ruptured. The device was removed without problem and no resistance was felt during removal. The procedure was completed with a different device. No patient complications were reported and the patient status was good. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery.